Event description:
Surgeon performing a tension free vaginal taping for a pt with a diagnosis of stree urinary incontinence. The string attached to the device on the left side broke off of the sling, while the surgeon was trying to pass it through tissue. Physician attached a piece of 0 surgilon to the mesh sling, and was able to repass it through the left side, and complete the procedure without having to remove the device.